Manufacturer narrative:
H6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found an intermittent micro switch and pcb. During the functional testing, the pcb wouldn't hold the chosen temperature and the micro switch activated the pump intermittently confirming the customer complaint. The cause of the issue was found to be the faulty pcb and bent micro switch. The micro switch and pcb were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the device failed preventive maintenance. Not pumping the water through and goes into over temperature. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.